Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: the failure is confirmed as it is under the scope of nc 2507555: mics characterization process deviated from the qualified state. Also the serial number (B)(6) lies in the urgent medical device recall list -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate (B)(4) devices, including serial number (B)(6) , were manufactured and accepted into final stock on 02/02/2016 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: mics headpiece- serial number specific recall was initiated for the mics handpieces within scope of a CAPA. The investigation revealed that only specific the catalog number and serial numbers are impacted by the regulatory action. The root cause analysis identified a characterization issue associated with the mako integrated cutting system (mics) handpiece. Users have been instructed to return any specified hand piece to stryker.

Event description:
When checking the angled saw attachment with the green probe, the verification result was off by over 4 mm. We replaced the mics, and the same angled saw attachment passed verification. Surgical delay: = 15 minutes. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
When checking the angled saw attachment with the green probe, the verification result was off by over 4 mm. We replaced the mics, and the same angled saw attachment passed verification. Surgical delay: = 15 minutes. Case type / application: tka.